Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, upon first inflation at 6 atmospheres for 20 seconds, the balloon rupture in vertical form. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.